Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 678815) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervix cerclage procedure on (B)(6) 2009, uterine dilation and curettage in 2008, hypertension, migraine, headache, anemia, thyroid disorder, abdominal pain, urination pain, vaginal discharge, vaginal bleeding, von willebrand's disease, cramp in lower abdomen, multigravida, bleeding tendency, coagulation disorder, low back pain, cervical incompetence, irregular menstrual cycle and bleeding menstrual heavy (ablation needed after periods lasting three to six months). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urinary tract disorder ("urinary problems") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (ablation needed after periods lasting three to six months). At the time of the report, the genital haemorrhage, pelvic pain, urinary tract disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: hsg rescheduled for 16-jun-2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 678815) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervix cerclage procedure on (B)(6) 2009, uterine dilation and curettage in 2008, hypertension, migraine, headache, anemia, thyroid disorder, abdominal pain, urination pain, vaginal discharge, vaginal bleeding, von willebrand's disease, cramp in lower abdomen, multigravida, bleeding tendency, coagulation disorder, low back pain, cervical incompetence, irregular menstrual cycle and bleeding menstrual heavy (ablation needed after periods lasting three to six months). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity") and menstrual disorder ("unusual menstruation lasting three to six months"). The patient was treated with surgery (ablation needed after periods lasting three to six months). At the time of the report, the genital haemorrhage, pelvic pain, urinary tract disorder, allergy to metals and menstrual disorder outcome was unknown. The reporter considered allergy to metals, genital haemorrhage, menstrual disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: hsg rescheduled for 16-jun-2010. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received. Event "unusual menstruation lasting three to six months" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 678815) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervix cerclage procedure on (B)(6) 2009, uterine dilation and curettage in 2008, hypertension, migraine, headache, anemia, thyroid disorder, abdominal pain, urination pain, vaginal discharge, vaginal bleeding, von willebrand's disease, cramp in lower abdomen, multigravida, bleeding tendency, coagulation disorder, low back pain, cervical incompetence, irregular menstrual cycle and bleeding menstrual heavy (ablation needed after periods lasting three to six months). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity") and menstrual disorder ("unusual menstruation lasting three to six months"). The patient was treated with surgery (ablation needed after periods lasting three to six months). At the time of the report, the genital haemorrhage, pelvic pain, urinary tract disorder, allergy to metals and menstrual disorder outcome was unknown. The reporter considered allergy to metals, genital haemorrhage, menstrual disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: hsg rescheduled for (B)(6) 2010. Lot number: 678815 manufacturing date: 2009/10 expiration date: 2012/10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 678815) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervix cerclage procedure on (B)(6) 2009, uterine dilation and curettage in 2008, hypertension, migraine, headache, anemia, thyroid disorder, abdominal pain, urination pain, vaginal discharge, vaginal bleeding, von willebrand's disease, cramp in lower abdomen, multigravida, bleeding tendency, coagulation disorder, low back pain, cervical incompetence, irregular menstrual cycle and bleeding menstrual heavy. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urinary tract disorder ("urinary problems") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (ablation needed after periods lasting three to six months). At the time of the report, the genital haemorrhage, pelvic pain, urinary tract disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: hsg rescheduled for (B)(6) 2010. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.